Event description:
The customer reported to olympus, the video was not reflected on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
UDI (B)(4). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the image failure was caused by a faulty charged couple device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Additionally, the cable was found to have a scratch and kings on it; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.